Event description:
The reporter stated the surgeon inserted an aq2o10v silicone three-piece lens and the lens cracked. It was not noticed until after the lens was inserted. The lens was removed with no pt injury.